Event description:
It was reported that an iab was inserted into a patient (without tortuous vessels) initially using an arrow acat 1 pump. Augmentation was not meeting customers satisfaction so they exchanged the patient to another manufacturers pump. Two days after insertion, the iab ruptured. Some resistance was met during removal, but it was apparently removed percutaneously. Clots were seen wtihin the balloon following removal. There were no reported patient complications.